Manufacturer narrative:
Philips service replaced the mrc 200 0508 rot-gs 1003 and rubber profile tube cover, and performed calibrations. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4))

Event description:
It was reported to philips that tube current out of range and grid defect during coronary use on a allura xper fd10. The clinical use of the system was unknown. There was no reported patient or user harm.